Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the customer. The reported explained that the infusion set became detached from the user while she was sleeping. The user believes the provided adhesive is not strong enough to keep the site adhered. The user gave herself a correction bolus to reduce blood glucose levels; she did not need to seek professional medical attention. No permanent injury was reported.